Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation. Reviews of the device history record, device history record, documentation, manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Through these reviews, cook has concluded that appropriate controls are in place to address the reported failure mode prior to distribution. Moreover, an IFU is provided with this device which states the device is "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile." Based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical products mpis-401-10.0-sc-nt-sst; thscf-35-180-1.5-rosen; cmw-14-300-12g; mpis-401-pedal-nt-u-sst; jcd5.0-35-20; hpwa-35-260. Occupation: unknown. PMA/510(k): k160884. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cxi support catheter was used in an unknown patient for an angioplasty on (B)(6) 2019. The user reports, ¿a patient came back in with sepsis¿. The infection was identified as streptococcus agalactiae group b, requiring treatment with antibiotics. As reported, there were several other cook devices used in the initial procedure and are captured under the following report reference numbers: 1820334-2019-01171, 1820334-2019-01172, 1820334-2019-01173, 1820334-2019-01174 (this report), 1820334-2019,01175, 1820334-2019-01176, 1820334-2019-01177. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.